Manufacturer narrative:
The delivery system was returned for evaluation. Images of the device post procedure revealed the balloon burst radially and longitudinally. The distal end of the delivery system was completely separated. Imagery of the patient's anatomy was reviewed and calcification was seen in the aortic annulus. Visual inspection of the delivery system confirmed the balloon burst and the balloon did not appear to be missing any pieces. There were no kinks observed on the delivery system. There was a kink on the guidewire lumen likely due to returned packaging condition. The distal tip separated from the delivery system. The guidewire lumen at the y connector bonding showed the presence of adhesive. No relevant functional testing was able to be performed due to the condition of the returned device. The complaint was confirmed visually. Dimensional inspection revealed all locations were within specification. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for the instructions or guidance for proper use of the edwards commander delivery system and no deficiencies were identified. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During manufacturing, the commander balloon component was 100% inspected. During the final inspection, the delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst, delivery system withdrawal difficulty through sheath, distal tip, nose tip separated were confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during product evaluation. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified annulus and the subsequent withdrawal difficulty and distal tip separation. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification in the annulus). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. Per report, the patient had mild level of calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint events were confirmed. No manufacturing nonconformances were identified. No labeling IFU training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. As such neither a product risk assessment escalation no corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). This individual report provides data received from the thv/tvt registry. The investigation is underway.

Event description:
As reported by a field clinical specialist, during implanted of a 23 mm sapien 3 ultra valve in the aortic position via transcarotid approach the certitude delivery system balloon ruptured at full deployment. Resistance was felt during retrieval at the carotid artery and the distal tip of the balloon was unable to be pulled into the certitude sheath. The delivery system was removed. Upon removal it was noted the distal tip of the delivery system was missing. Under fluoroscopy the distal tip was noted to still be in the carotid artery and the physician retrieved it with the wire.  Upon removal, a 3 cm section of the carotid artery tissue came out on the wire. Surgical intervention was required to repair the carotid. The patient was in stable condition post procedure.

Event description:
Per medical opinion, the event was due to calcification.

Manufacturer narrative:
H10 additional information: a3 gender: female b5 event description:  per medical opinion, the event was due to calcification. D10: device available for return yes.